Manufacturer narrative:
Other relevant device(s) are: product ID: 8 00sc26, serial/lot #: (B)(4), ubd: 30-sep-2021, UDI#:(B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 days post implant of this mitral annuloplasty band and tricuspid annuloplasty ring, a permanent pacemaker was implanted due to tachy-brady syndrome, atrial fibrillation (afib), and atrial flutter. No additional adverse patient effects were reported.